Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of a device malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to read anything except shock. No further information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.